Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation by the left ventricular (lv) lead. Reprogramming was performed to inactivate the lead. The lead remains in use. No further patient complications have been reported as a result of this event.